Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Colorectal cancer sigma/rectum. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device or staple form in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Chief surgeon, years of experience w/ use of manual cdh. Pwd. Circular stapler used for 2nd or 3rd time. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ???. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes ¿ 60sec. Were there any issues with device use/firing? None. What confirmation was received that the device completed the firing sequence? Audible and tactile feedback from breakaway washer + green checkmark on display was the green checkmark visible at the end of the firing? ??? How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? ??? Were the donuts inspected? If so, please describe. Yes, both donuts were complete. Was a leak test performed? If so, what type and what was the result? Yes, air/water leak test. Result: no leak visible. Was the staple line visualized endoscopically during the initial surgical procedure? Not tested were there any issues noted with staple formation? If so, please describe the shape and location. No, staple formation looked fine how was the post-op bleeding identified? No bleeding. What was the total estimated blood loss (ml)? Not remarkable. Was a transfusion required? No. Was the bleeding confirmed to be from the staple line? No. How was the bleeding addressed? No bleeding. What was the pre and postoperative anti-coagulant and pain management protocol? Yes was the patient¿s hospital stay extended? No. What is the current status of the patient? Re-operation for anastomotic leakage. The following information was requested, but unavailable: how was the leak identified? Were staples present in the half that was open? If so, were any malformed staples identified? Please further describe the shape. How was the leak addressed in the reoperation? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition?

Event description:
It was reported that following a sigmoid resection, dr. (B)(6) informed me that they had an anastomotic leak 3-4 days after using a cdh29p. Upon controlling the anastomosis, they found that half of the circumference was open. According to dr. (B)(6), prof. (B)(6) fired the stapler. Closing of the stapler was as usual. As far as dr. (B)(6) recalls, the orange indicator was in the lower b part of the tissue compression scale. Also, the rectum stump was sufficiently large in size. They opened the stapler doing 2 full 360° rotations and removed it. Nothing unusual happened. There were no problems. Currently not possible to say if it was caused by a technical defect of the stapler.